Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, excessive no delivery, displacement, priming and occlusion tests. There was no excessive no delivery alarm on the device. There was no moisture damage inside the insulin pump. The device was received with scratches on the lcd window, cracked case on the display corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels, no delivery alarm and moisture damage. Customer's blood glucose level went as low as 35 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they dropped the insulin pump in water. Customer advised there was fluid under the lcd display. Customer declined to troubleshoot for low blood glucose levels and no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.